Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary spinal fusion surgery. In this case, pseudarthrosis at the original level treated (l4-l5) led to the need for revision surgery. The genesys spine implants are not believed to be the cause of the pseudarthrosis as they were found to be fully intact and well placed at the time of the removal. (B)(4).

Event description:
A removal and revision surgery was performed due to pseudarthrosis and adjacent level disease in the lumbar spine. Fifteen months after being treated for a one level lumbar fusion a removal and replacement surgery was performed due to pseudarthrosis and progression of the lumbar degeneration at the adjacent level below the initial construct. The hardware implanted in (B)(6) 2017 was intact and was noted to be in good position at the time of the removal surgery. The surgeon performing the r&r removed all pedicle screw hardware in order to put in a new two-level construct.